Manufacturer narrative:
Manufacturing review:the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mmx36mm balloon. No kinks or bends were observed on the catheter. The balloon did not appear to have been inflated. The stent was returned partially covering the balloon, but was dislodged distally. The distal portion of the stent was protruding over the distal tip of the balloon by approximately 0.9cm. The balloon was examined under magnification and stent crimp marks were visible on the balloon. No other anomalies were noted. Functional/performance evaluation:the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The stent was loose on the balloon and was easily moved both proximally and distally. Medical records review:no medical records have been made available to the manufacturer. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the device was returned for evaluation. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review:the current IFU (instructions for use) states: warnings:should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions:inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation:remove the stent/delivery system from its packaging and remove the transport mandrel and balloon sheath from the distal end of the catheter if present. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Manufacturer narrative:
No medical records & no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is underway.

Event description:
It was reported that the balloon expandable stent dislodged from the balloon during insertion into the valve of the sheath. The health care provider reported a new balloon expandable stent and a new sheath were used to perform the procedure. There was no patient involvement.